Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the tubing broke at the distal end near the clave where the soft tubing meets the hard plastic.   Line had been accessed for 4 days. There was bleeding from the distal break. No other information was provided.